Manufacturer narrative:
An event of heart block after the procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did have a history of this type of arrhythmia (left bundle branch block), there was no calcification extending beneath the aortic annular plane in the interventricular septum, and the implant depth was 3mm from the non-coronary cusp. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that the event is related to the patient's prior history with this type of arrhythmia. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The procedure went well without any issue and no repositions were required. The valve was implanted at depth of 3mm on the non-coronary cusp. The electrocardiogram was normal sinus rhythm (nsr). On 16 december 2023, 11th day follow up, a left bundle branch block (lbbb) was noted. There was no prior conduction abnormalities. The patient was readmitted and received a permanent pacemaker (ppm). The navitor remained implanted. The patient was reported stable.